Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received watchdog time error and the insulin pump went dead. The customer's blood glucose level was 160 mg/dl. The customer placed a new battery and the insulin pump just went dead. The insulin pump did not return to normal function. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify e13 or a13 alarm due to motor error alarms.